Event description:
An ophthalmologist reported that the vitrectomy probe aspirated but it did not cut. The surgery was completed by using another vitrectomy probe. No pt harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).